Event description:
On (B) (6) 2007, a perigee intepro sling was implanted. Information received on 2/21/08, site description indicated urinary incontinence and worsening urge. Site reported severity as moderate and unlikely related to the device and procedure. Medical action taken: planned for interstim therapy in future and versicare 5mg tabs x 1 year. Resolution-continuing. No further information reported.